Manufacturer narrative:
(B)(4). The results of the investigation are as follows: performed a visual inspection of the returned item and found it to exhibit signs of repeated use and has fractured on the lateral side of the post feature reference attached photographs. The device history records were reviewed for deviations and/ or anomalies, with no deviations/ anomalies identified. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial articular surface were returned fractured. There was no patient involvement. There is no further information is available at this time.